Manufacturer narrative:
Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. The device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye) and the trailing haptic was messed up, bent and subsequently folded then broke. The doctor could not fix the haptic and the lens was cut out. Another johnson & johnson surgical vision (jjsv) lens with the same model and diopter size was implanted without difficulty. Reportedly, there was bleeding caused by maneuvers performed to extract the lens. It was confirmed that there was no patient injury and balanced salt solution (bss) tamponade was used to control bleeding. There was no capsule damage reported. Patient had no pre-existing eye or health conditions and their outcome post-procedure was reported to be good. The iol is not available for return as it was discarded. No further information is available.